Event description:
It was reported that at 73,767 joules while using the surgical fiber during a prostate procedure, the fiber head detached. The procedure was completed using a second surgical fiber. Outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/cap fusion zone distal to the bevel edge; the distal glass tip is detached and not returned; the fiber/glass cap also shows a circumferential fracture proximal to the fiber/glass cap fusion zone at the uv glue zone; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe detritus adhesion; the metal cap distal part is melted and/or missing. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.